Manufacturer narrative:
H10: fourteen (14) samples were received for evaluation. A visual inspection with the naked eye noted scratch/surface markings on the tubing near the patient adapter. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of cuts on the patient line was not verified; however, the samples did not meet specification for damaged tubing which was cosmetic in nature; there is no breach in the sterile pathway. The cause of the condition was related to manufacturing caused by the grippers during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cuts on the patient line of fourteen (14) amia automated pd cycler sets. This was observed during training for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.